Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/07/2021. H6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 evaluation: h3 investigation summary: according to the information received, it was reported that the suture broke when it was used during an unknown surgery. Two packets of product code vcp345h were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Cesarean section what was the procedure date? (B)(6) 2021 in relation to needle, what is the approximate location of suture breakage?unknown. Did the suture separate completely? Yes. What tissue was being approximated or sutured when it broke? Subcutaneous tissue. Were there any deficiency or anomaly detected in the 2 new packages of representative samples? Please describe. Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. (B)(4).

Event description:
It was reported that a patient underwent a c- section surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke when sewing the subcutaneous tissue. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.